Event description:
A physician reported during intraocular lens (iol) implant procedure, that intraocular lens (iol) was scratched after implantation and surgery was completed without product replacement. It was also stated that lens remains in the patient¿s eye. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).